Manufacturer narrative:
Qn# (B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of 'the battery was not working' is not able to be confirmed. According to the event details, the battery was replaced. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed, the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported, that the battery was not working. As a result, the battery has been replaced.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that the battery was not working. As a result, the battery has been replaced.